Event description:
As reported by the user facility ((B)(6)): free flow: the pt received 300 ml in 30 minutes instead of 3 hrs.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A f/u report will be provided after the inspection results are available.